Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. Engineering eval completed by nf on 2020.04.02. {capa2019-57 is still opened, and corrective actions are subject to change. Refer to the CAPA for the most up to date information.} crc2019-09-20-02 and capa2019-57 findings: according to the experience report, the surgeon experienced an issue where the truliant porous bone screw drill guide (02-029-29-4000) would not mate correctly with the truliant porous tibial tray (02-022-55-xxxx), specifically with the ¿upsize¿ tibial trays. The surgeon noted that the drilled hole in the bone is not concentric with the screw hole in the tibial tray. Capa2019-57 was initiated to investigate this issue, and the investigation identified the following: relevant documents since a design change on 8/9/2017 include tr-2018-1231, which is a tolerance stackup, and (B)(4), which is a sawbones evaluation looking at fixation of the tibial tray. The tolerance evaluation considered mating conditions between the spherical bore of the tray and the spherical radius of the drill guide but did not consider the potential interference between the rail and the circumference of the drill guide head. The actual mating conditions to be tested are laid out in (B)(4). (B)(4) just gives the results of conditions evaluated in (B)(4). The sawbones evaluation did not include the specific tray skus where interference happens (see capa2019-57 investigation results for specific tray skus). (B)(4) does specify revision level used of 02-029-229-4000, but the latest drill guide design was used in the report. Interference occurs between the peripheral rail of the truliant porous tibia (02-022-55-xxxx) and the drill guide (02-029-29-4000). Interference occurs between trays and drill guides when the femoral size is smaller than the tibial size, such as a 3f/4t tray, also called an ¿upsize¿ tray as the tibia is sized one size up from the femur. Other styles of trays are called ¿size-to-size¿ or ¿down-size¿ tray. On the upsize trays, the smaller femur size necessitates a smaller tibial insert. The peripheral rail needs to be smaller for this smaller tibial insert, which in turn means the rail is closer to the screw holes for these implants. The drill guide sits in the screw hole, meaning the drill guide sits closer to the peripheral rail. If the drill guide is used on certain trays where the femoral size is smaller than the tibial size, it will interfere. Corrective action taken: the design will be updated to eliminate the interference with the peripheral rail of the tibial trays. Verification and validation activities will be conducted to justify the design of the new revision. The quality plan/manufacturing quality plan will be updated. Most likely underlying cause/root cause: per capa2019-57, the mating issue reported in (B)(4) was likely the result of not specifying design input requirements enough to drive the tolerance analysis verification activities needed and not including an adequate scope of the tolerance analysis. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Devices used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient adverse event. The drill guide sits in the screw hole, meaning the drill guide sits closer to the peripheral rail. The drilled hole in the bone is not concentric with the screw hole in the tibial tray. The surgeon had to re-drill to center the hole. If the drill guide is used on certain trays where the femoral size is smaller than the tibial size, it will interfere. An investigation was conducted; per capa2019-57, the mating issue reported was likely the result of not specifying design input requirements enough to drive the tolerance analysis verification activities needed and not including an adequate scope of the tolerance analysis.

Event description:
It was reported from the us that on (B)(6) 2020, the surgeon was participating in a webex meeting with an exactech project engineer. During the webex, the surgeon mentioned that in at least one case he has had issues with the truliant porous tibia pre-drill guide (02-029-29-4000) not mating correctly with the truliant porous tibial tray (02-022-55-xxxx). He did not mention a specific instance, only that it had occurred, specifically with the ¿upsize¿ tibial trays, where the femoral size is smaller than the tibial size. For example, a 2f/3t tray. He mentioned if this occurs, the drilled hole in the bone is not concentric with the screw hole in the tibial tray. He would then need to re-drill to center the hole. This created a small surgical delay (about 10 seconds) to re-drill. It did not lead to any injury. The drill guide sits in the screw hole, meaning the drill guide sits closer to the peripheral rail. If the drill guide is used on certain trays where the femoral size is smaller than the tibial size, it will interfere. The device was not returned for analysis. The surgeon does not remember anything else about the event or patient. He has not seen this type of issue since. No additional information related to the event has been provided. Devices used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient adverse event. The drill guide sits in the screw hole, meaning the drill guide sits closer to the peripheral rail. The drilled hole in the bone is not concentric with the screw hole in the tibial tray. The surgeon had to re-drill to center the hole. If the drill guide is used on certain trays where the femoral size is smaller than the tibial size, it will interfere. An investigation was conducted; per capa2019-57, the mating issue reported was likely the result of not specifying design input requirements enough to drive the tolerance analysis verification activities needed and not including an adequate scope of the tolerance analysis.